Event description:
It was reported that the ball electrodes were not cauterizing. No adverse event reported. No additional information is available. 1216677-2024-00001 b0512 ball electrodes 2024-01-0000379.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 07-aug-2023 under work order (B)(4) and was sold on 16-sep-2023. Manufacturing record review: DHR-336585 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product, one box of b0512, was returned in sealed pouches on 25/jan/2024 on RMA number (B)(4). The lot number of the returned product matched the lot number reported. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. 5 electrodes were returned in sealed pouches. The 5 electrodes were connected to a leep precision unit and all 5 units transferred electricity when the generator was activated. None of the units that the customer had an issue with were returned. The lot number is depleted from inventory. Root cause: root cause not applicable as the complaint condition was not confirmed. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.